Event description:
It was reported that pump experienced malfunction code 16 with no notable events prior to the issue, and pump was part of a field correction that customer had not yet acknowledged. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use a backup insulin pump, while technical support confirmed contact and shipping information, arranged replacement pump with updated software under warranty, provided instructions for storage mode and returning malfunctioning pump within 10 days, and informed customer to program pump settings and connect continuous glucose monitor on replacement device.